Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc determined that the quality controls were within acceptable ranges, while the discordant results were obtained. The customer requested a redraw and the physician did not wish to investigate further, so no redraw was performed. The cause of the imprecise vancomycin results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise vancomycin results were obtained on one patient sample upon initial and repeat testing on a dimension vista 1500 instrument. The imprecise results were not reported to the physician(s). The sample was repeated several times on an alternate dimension vista 1500 instrument, also resulting imprecise. The repeat results from the alternate dimension vista 1500 instrument were not reported to the physician(s). The physician had taken the patient off the vancomycin and did not need further monitoring of the vancomycin results. There are no reports of patient intervention or adverse health consequences due to the imprecise vancomycin results.